Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, the perclose failed requiring vascular intervention to repair the femoral artery. The patient was transferred in stable condition for post management care. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).